Event description:
It was reported that the patient¿s spouse expressed concern about meal announcement usage with the ilet, noting frequent selection of ¿less¿ when ¿usual¿ or ¿more¿ would be more appropriate, and post-meal hyperglycemia was observed with readings up to 262 mg/dl; current glucose was 166 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a device problem or component involvement, and there was no evidence of pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.